Event description:
Baxter ap ii pumps, which deliver pca medication, do not work if any air is in bag. They appear to be delivering medication and do not alarm that no medication is being administered to pt. This has occurred at 4 separate times at this institution.